Event description:
Info received indicates, the hi/low function will drift after being raised into the high position.

Manufacturer narrative:
The tech cleaned the hi/low drive brake drum assembly to repair the bed.